Manufacturer narrative:
(B)(4). Additional information: the device was returned with the shaft slightly bent. The blade of the device was returned complete and in good visual condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The clamp was tested and could not be closed due to the shaft condition. No further functional testing could be performed due the condition of the device. No conclusion can be reached on how the device was damaged.

Event description:
It was reported that during a dissection lymphnodle of stomach (roux-en-y) procedure, each blade tip of harmonic was seperated. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.